Event description:
It was reported that the customer was having issues with her sensors. Customer stated that when she calibrated 2 months ago she got calibration error. Customer's blood glucose was 43 mg/dl. Customer treated for low blood glucose. Customer waited for 6 hours to calibrate and checked blood glucose it was 112 mg/dl so she calibrated again and got calibration error and change sensor. Troubleshooting was done. Advised the customer the old sensor would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 2032227-2014-73287.